Manufacturer narrative:
Product complaint #: (B)(4). Event year is reported as 2021; however exact date of event is unknown. 510k: this report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a revision surgery due to spiral fracture. During the revision surgery the surgeon replace the tfna short nail with a new long nail. The patient underwent for an open reduction internal fixation surgery for the femoral trochanteric fracture with the tfna short nail on (B)(6), 2021. On (B)(6) 2021 the surgeon confirmed that the spiral fracture from distal locking screw to mid-diaphysis. A bone fracture occurring when torque (a rotating force) is applied along the axis of a bone. There was no surgical delay reported. The procedure was successfully completed. The patient outcome was unknown. Concomitant devices reported: unknown locking screw (part# unknown, lot# unknown, quantity unknown). Unknown helical blade (part# unknown, lot# unknown, quantity 1). This complaint involves three (3) devices. This report is for (1) unk - screws: locking. This report is 3 of 3 (B)(4).